Event description:
A malfunction was reported, with a malfunction code but no notable events occurring prior. There was no reported impact on the customer¿s blood glucose level due to the issue. Reportedly, customer reverted to manual injections for insulin therapy.